Event description:
It was reported the customer received the following results on the aviva system within 10 minutes: 594 mg/dl and a result "above 200 mg/dl". No adverse event reported. The test strip lot number was not provided. The remaining strips were used; therefore, no product could be requested to be returned for product evaluation.